Event description:
It was reported that the pt was implanted with an ams miniarc single incision sling system. The report indicates that the pt now has "infection or inflammation, tissue abrasion," and that the pt also has "severe and permanent bodily injuries, including but not limited to continued incontinence, infections, bleeding, chronic pain and dyspareunia."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and follow-up report will be sent.